Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had male iui not communicating. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex a: a13 annex b: b01 annex c: c16 annex d: d03 annex g: g02017 investigation summary: field technician stated issue of broken screw was confirmed. On 10-april-2024, l vp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm functional testing. ¿nvestigation confirmed the stated issue of male iui not communicating a plastic covering on the pcs board interfered the communication through the male iui. Noted issue(s) were corrected, device to be returned to san diego repair center for processing. Failure investigation report attached to on in sap. Root cause: workmanship at bd manufacturing. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had male iui not communicating. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had male iui not communicating. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had male iui not communicating. There was no patient involvement.